Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To troubleshoot the issue, the customer proceeded to run maintenance and diagnostics procedure (6043) wash zone probe cleaning. A b-hcg reproducibility test was performed with the results of 1.80, 1.92, and 1.52 miu/ml. The issue was resolved. The customer believes a dirty wash zone was the cause of the elevated b-hcg results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect i2000sr operations manual (96211-112) and the architect total b-hcg assay package insert both contain information to address the customer's current issue. Based upon the available information along with the results of this product evaluation of the architect i2000sr system, a single definitive cause for the customer's issue could not be determined. Review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated initial architect stat b-hcg assay results of 2 and 600 miu/ml. The sample was retested on another architect i2000sr analyzer in the lab and generated a result of 2 miu/ml. The customer would not provide any further patient information. No suspect results were reported from the lab. There is no impact to patient management reported.